Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her thigh, groin, knee, and hip-joint, inability to walk without use of a cane or crutches, inability to sleep without pain, lack of mobility and range of movement win right leg, inability to sit for periods of time such as in a car without pain, inability to perform normal daily living activities, metallosis damaging the bone and tissue surrounding the implant, inflammation and infection, a lack of mobility, and chromium and cobalt metal toxicity. It is further alleged the patient will undergo revision surgery in (B)(6) 2011 to remove the asr hip implant device and replace it with another prosthesis. Update: (B)(6) 2012 - it is likely this is the patients left side, as they have pinnacle on the right side. Update: date - plaintiff's preliminary disclosure form was received, which identified (part/lot) and dor information for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.